Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during bolus delivery. Then, when attempting to load a new cartridge with 300 units of insulin, a minimum fill message occurred. The customer's blood glucose (bg) level was 250 mg/dl. The customer administered insulin via a manual injection to address bg level. The customer declined to perform troubleshooting with tandem technical support.